Event description:
It was reported that during an implant procedure, the lead could not be fully inserted into the neurostimulator connector and was noted as very tight. The physician tried to gently pull the lead out of the device but it became stuck. A new neurostimulator and lead were then implanted in its place. The patient was reported as doing fine following the procedure and was getting better stimulation than before.

Manufacturer narrative:
(B)(4).